Event description:
It was reported that the insulin pump sustained physical damage to it. The blood glucose reading was over 300 mg/dl. The customer stated that the whole top of the battery compartment was missing and that the damage occurred while she put the battery cap on. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners were noted during a visual inspection. A broken battery cap and corroded battery tube was also noted.